Manufacturer narrative:
G4: 20jan2020. B4: (B)(6). The determination could not be made that the device failed to meet the specifications. No product was returned for evaluation so no root cause could be determined. No relationship could be investigated since no product was returned for evaluation. The complaint will be reopened if a sample is evaluated or if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating unit does not start up. The customer reported there was no patient involvement. Event date not specified, estimate used.